Event description:
The customer reports an error code appeared during a case. The customer removed the unit from the procedure room and an alternate system used to complete procedure. No pt injury was reported.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.